Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip (device #4) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #4). Additional emdr were submitted to represent the bard/davol flat meshes (device #1, device #2, and device #3). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1). On (B)(6) 2012: the patient underwent surgery for implant of two unspecified bard/davol flat mesh (device #2 and device #3). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #4). As reported, the patient is making a claim for an adverse patient outcome against the three bard flat mesh (device #1, device #2, and device #3) and the sepramesh ip (device #4). As reported, the attorney alleges general allegations against the three bard flat mesh (device #1, device #2, and device #3) and the sepramesh ip (device #4) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1). (B)(6) 2012: the patient underwent surgery for implant of two unspecified bard/davol flat mesh (device #2 and device #3). (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #4). As reported, the patient is making a claim for an adverse patient outcome against the three bard flat mesh (device #1, device #2, and device #3) and the sepramesh ip (device #4). As reported, the attorney alleges general allegations against the three bard flat mesh (device #1, device #2, and device #3) and the sepramesh ip (device #4) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with 2 ventral hernias thereby underwent open repair with implant of bard flat mesh (device 1). Per op notes, ¿two hernia defects were noted and dissected. Large sac defect was excised, and the small sac was reduced and combined. A bard flat mesh (device 1) was placed and tacked using sutures.¿ (B)(6) 2012 - patient was diagnosed with multiple recurrent ventral hernia thereby underwent open repair with implant of bard flat mesh (device 2 and 3). Per op notes, ¿three recurrent ventral hernias were noted and excised. Adhesions were lysed. Two bard flat meshes (device 2 and 3) were placed and tacked using sutures.¿ (note: there is no mention or visualization of prior mesh (device 1) during this procedure). (B)(6) 2013 - patient was diagnosed with three recurrent ventral hernias thereby underwent laparoscopic repair with implant of sepramesh ip (device 4). Per op notes, ¿adhesions of abdominal wall was taken down. Three ventral hernia sacs in aggregate were noted and reduced. The prior mesh (device 1, 2 and 3) was noted at the medial border of hernia sac. A sepramesh ip (device 4) was placed and tacked using sorbafix.¿ (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of bard flat mesh (device 1,2 and 3), sepramesh ip (device 4) and implant of synthetic mesh. Per op notes, ¿the hernia sac was noted and dissected free. Adhesiolysis was performed. The prior meshes (device 1,2,3 and 4) were noted and excised. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip (device #4) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), d6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol - sepramesh ip (device 4). Additional supplemental emdr's were submitted to represent the bard flat mesh (device 1), bard flat mesh (device 2), bard flat mesh (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.